Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead, (B)(6) 2002. A 694758 lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient developed a (B)(6). The implantable cardiac de fibrillator (ICD) and leads were explanted and replaced two months later. No further patient complications have been reported as a result of this event.